Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and during the fill tubing, insulin was not observed exiting the tubing. Customer changed the cartridge and infusion set to resolve the fill tubing issue. Upon follow up, customer declined further troubleshooting to address the inaccurate gauge issue. Customer continued to use current cartridge and resumed pump therapy. Customer's blood glucose was 138 mg/dl.